Event description:
It was reported that there are lines on the display. Additional information received indicated that the values are obstructed by the lines. The values appear to be correct. There were no error messages or alarms. The unit ws unable to engage in patient monitoring because of the lines obstructing the display. No known impact or consequence to patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.